Event description:
Lifepak 500 exploded and injured two firefighters. The incident occurred at the fire dept. A second unit was found to have exploded in a vehicle in a small rural community. The second explosion occurred sometime between 10/12 and 10/15/99 and was not discovered until reports of the fire dept explosion reached the fire and ems community in the state. In the fire dept, the AED unit is inspected each morning during the routine vehicle check. On the morning of the incident, the driver of the vehicle activated the unit; the visual readout flashed on and then quickly shut off. He then attempted to reactivate the unit, which resulted in no visible readout. The driver then brought the unit into the station and reported the problem to the shift captain and the assistant chief. The assistant chief attempted to activate the unit, which resulted in a readout of "replace battery." The assistant chief then asked the shift captain to contact the county ems agency to request a new battery. The captain then set the unit on a desk in the watch office. He removed the battery, reinserted it, and turned the unit on. The unit displayed a readout of "self test." The assistant chief entered the office and the captain then turned the unit off. The assistant chief pulled the battery from the unit believing it was not installed properly. The battery was then reinserted and when the assistant chief activated the unit, an explosion occurred. The bottom of the unit was blown apart with plastic shrapnel propelled about the office. The assistant chief was thrown out the office door about 8 feet by the force of the explosion. The captain was forced against the office wall and a computer desk. Both inhaled fumes from the explosion, which caused eye, throat and lung irritation and the assistant chief suffered a burn on his hand from the heat of the blast. The firefighters were treated by other shift personnel and then transported to the hosp where they were treated and released. Fire chief contacted state fire marshal's office and requested assistance to investigate the explosion. After the fire marshal's office released a notice of the incident, the volunteer firefighter from the community inspected its unit. Upon inspection, he found that its unit had exploded as well. The unit was destroyed, with the same characteristics found in the fire dept explosion. There was slight damage to the vehicle where the unit was stored, but there were no injuries with this incident. Local MFR reps informed area depts that over 25,000 units were in svc and that this was the first time such an incident had occurred. They informed local fire and emergency personnel that they felt the unit was safe and advised that they not be removed from svc. Corporate offices of physio-control informed its customers yesterday (see http://www.physio-control.com/lithiumbattery.html) that there have been four documented cases of "sudden venting" of lithium batteries - including the fire dept incident. They are recommending that these devices remain in service while they evaluate these events. The reporter's association is concerned with the potential of further injuries to firefighters and emergency medical personnel when using such units and with the potential of injury to pts being treated with these lifesaving devices. Unlike prior research in battery explosions with equipment (e.g., flashlights) using zinc/carbon and alkaline batteries, rptr understands these units use lithium batteries. Rptr's association has requested the nat'l institute of occupational safety and health, and the FDA, through its compliance offices, to assist in the investigation and conduct any needed independent research on the potential safety hazards of such rechargeable automatic external defibrillators as well as initiate any product recalls. Additionally rptr's association is informing its membership that has experienced similar problems with MFR's units that they should be reported to medwatch.

Event description:
A lifepak 500 exploded and injured two firefighters. The incident occurred at the fire dept. A second unit was found to have exploded in a vehicle in a small rural community. The second explosion occurred sometime between 10/12 and 10/15/99 and was not discovered until reports of the explosion reached the fire and ems community in the state. In the fire dept, the AED unit is inspected each morning during the routine vehicle check. On the morning of the incident, the driver of the vehicle activated the unit; the visual readout flashed on and then quickly shut off. He then attempted to reactivate the unit, which resulted in no visible readout. The driver then brought the unit into the station and reported the problem to the shift captain and the assistant chief. The assistant chief attempted to activate the unit, which resulted in a readout of "replace battery." The assistant chief then asked the shift captain to contact the county ems agency to request a new battery. The captain then set the unit on a desk in the watch office. He removed the battery, reinserted it, and turned the unit on. The unit displayed a readout of "self test." The assistant chief entered the office and the captain then turned the unit off. The assistant chief pulled the battery from the unit believing it was not installed properly. The battery was then reinserted and when the assistant chief activated the unit, an explosion occurred. The bottom of the AED unit was blown apart with plastic shrapnel propelled about the office. The assistant chief was thrown out the office door about 8 feet by the force of the explosion. The captain was forced against the office wall and a computer desk. Both inhaled fumes from the explosion, which caused eye, throat and lung irritation and the assistant chief suffered a burn on his hand from the heat of the blast. The firefighters were treated by other shift personnel and then transported to hosp by ems where they were treated and released. Fire chief contacted the state fire marshal's office and requested assistance to investigate the explosion. After the fire marshal's office released a notice of the incident, a volunteer firefighter in the other community inspected their lifepak 500 unit. Upon inspection, he found that their AED unit had exploded as well. The AED unit was destroyed, with the same characteristics found in the fire dept explosion. There was slight damage to the vehicle where the unit was stored, but there were no injuries with this incident. Local physio-control reps informed area depts that over 25,000 units were in service and that this was the first time such an incident had occurred. They informed local fire and emergency personnel that they felt the unit was safe and advised that they not be removed from svc. The corporate offices of physio-control informed its customers yesterday (see http://www.physio-control.com/lithiumbattery.html) that there have been four documented cases of "sudden venting" of lithium batteries - including the fire dept incident. They are recommending that these devices remain in service while they evaluate these events. Rptr's association is concerned with the potential of further injuries of firefighters and emergency medical personnel when using such units and with the potential of injury to pts being treated with these lifesaving devices. Unlike prior research in battery explosions with equipment (e.g., flashlights) using zinc/carbon and alkaline batteries, rptr understands these units use lithium batteries. Rptr requested the national institute for occupational safety and health to investigate these incidents, and the FDA, through its compliance offices, to conduct any needed independent research on the potential safety hazards of such rechargeable automatic external defibrillators as well as initiate any product recalls. Rptr's association is informing its membership that has experienced similar problems with MFR's units that they should be reported to medwatch.